Manufacturer narrative:
Additional information received: the product was returned for inspection on 01/16/2017.     During a percutaneous coronary angioplasty (pci), the 100 cm. 6 fr. Vista brite tip guiding catheter (gc) did not fit in the radial artery due to spasm. Risordan was injected without success. The product was removed from the patient and it turned out that the catheter was flattened. The product was removed and a femoral approach was used. There was no delay exceeding thirty (30) minutes. There was no reported patient injury. Multiple attempts to obtain additional information and return of the product were unsuccessful. The product was returned for analysis. A non-sterile unit of 6f.070 al 1 st 100cm gc was returned. Per visual analysis several damages (compressed conditions) were noted along the catheter body. Per dimensional analysis ID/od were measured near to the kinked/compressed condition area and were found to be within specification. A device history record (DHR) review of lot 17472068 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) compressed/crushed¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Vessel characteristics of radial arterial spasm or handling factors may have contributed to the reported event resulting in excessive force being applied to attempt to insert or torque the catheter. According to the instructions for use ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. If strong resistance is met during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Advancement, manipulation and withdrawal of the guiding catheter should always be performed under fluoroscopic guidance. Extreme care must be taken to avoid damage to the vasculature through which the guiding catheter passes. The guiding catheter may occlude smaller vessels. Care must be taken to avoid complete blood flow blockage. Remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Please note that this a follow-up report/follow-up #1. This complaint was originally submitted via our previous quality system. Complaint #(B)(4) MFR. Report #9616099-201600585. The product was not returned for inspection. During a percutaneous coronary angioplasty (pci), the 100 cm. 6 fr. Vista brite tip guiding catheter did not fit in the radial artery due to spasm. Risordan was injected without success. The product was removed from the patient and it turned out that the catheter was flattened. The product was removed and a femoral approach was used. There was no delay exceeding thirty (30) minutes. There was no reported patient injury. Multiple attempts to obtain additional information and return of the product were unsuccessful. The product was not returned for analysis. A device history record (DHR) review of lot 17472068 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) compressed/crushed¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of radial arterial spasm may have contributed to the reported event. According to the instructions for use ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. If strong resistance is met during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Advancement, manipulation and withdrawal of the guiding catheter should always be performed under fluoroscopic guidance. Extreme care must be taken to avoid damage to the vasculature through which the guiding catheter passes. The guiding catheter may occlude smaller vessels. Care must be taken to avoid complete blood flow blockage. Remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, during a percutaneous coronary angioplasty (pci), the 100 cm. 6 fr. Vista brite tip guiding catheter did not fit in the radial artery due to spasm. Risordan was injected without success. The product was removed from the patient and it turned out that the catheter was flattened. The product was removed and a femoral approach was used. There was no delay exceeding thirty (30) minutes. There was no reported patient injury. The product will be returned for inspection. Multiple attempts to obtain additional information and return of the product were unsuccessful.